Manufacturer narrative:
(B)(4). Pump¿s history and trace files downloaded successfully using thus software. Pump passed rewind and self test, however, pump failed prime/seating test. Unable to do displacement test, basic occlusion test, force sensor test, and occlusion test. Prime fill anomaly noted during testing. No prime/fill alarms noted in the pump history/trace files, however multiple no delivery alarms noted in pumps history on 02/13/2022 22:39:00 during prime. Force sensor was measured and is not within spec 290mv at zero offset. Pump was cut open and no damage noted at the electronic assemblies or during visual inspection. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked case-corner of belt clip rails, and battery tube threads - cracked. Unable to verify no delivery/occlusion alarm - unknown timing due to prime fill anomaly. Prime/fill anomaly confirmed due to failed force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer received insulin flow blocked alarm. No harm requiring medical intervention was reported. Troubleshooting was done and the insulin pump will be returned for analysis.